Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, the physician used electrocautery which caused the pulse generator to exhibit a loss of output. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.